Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the received device found that it was not returned in its original packaging. The anchor is detached from the handheld device and is bent and cracked on the proximal end. The inserter of the shaft of the handheld device is bent. Both the anchor and handheld device have debris. The retention suture is still passing through the anchor and the suture puller is tangled in it. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of customer provided images found two fractured anchors. This case reported, the breakage of two anchors during surgery. It is unknown if any fragments of the implantable broken anchors were retained inside of the patient, therefore, we cannot rule out the possibility of micro-motion and/or migration of any possible retained pieces of the broken anchors. Since there were no patient injuries reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ankle ligament repair surgery, inside the patient, the footprint ultra pk suture anchor 4.5 broke. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.